Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported the device's outer gasket tore and fell into the patient. Only the tip of the torn gasket retrieved by hospital. Another device was used to complete the case. There was no consequence to the patient. The device was discarded.